Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment of a cracked display screen of the device; the overlay assembly was found to be broken, so it was replaced and the stylus was calibrated. It was also noted that the floppy drive would not read a disc, so it was replaced. Additionally, the device failed the power supply temperature sensor test; the power supply was replaced. The device passed final functional and system tests.

Event description:
It was reported that the display screen of the programmer was cracked and would not respond to the stylus touch-pen. The programmer has been returned for repair. No patient complications have been reported as a result of this event.